Manufacturer narrative:
Date of event is unknown, no information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was deformation on inside packing with outer carton intact. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.